Manufacturer narrative:
This report is submitted on january 04, 2022.

Event description:
Per the clinic, the patient experienced pain at implant site and was treated with oral antibiotics in (B)(6) (specific date and duration not reported). However, the issue did not resolve and the patient was treated with IV antibiotics again on (B)(6) 2021 (duration not reported). Subsequently, the patient experienced wound dehiscence and infection around the coil, exposing the receiver/stimulator which resulting in the decision to explant the device. The device was explanted on (B)(6) 2021 and the patient was also treated with IV antibiotics (specific date and duration not reported). Reimplantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 17, 2022.